Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that patient was diagnosed with an e coli infection at the end of (B)(6) 2016. The patient was placed on antibiotics for seven days. The consumer was not sure if the patient still had the infection. It was noted that the patient suffers from mild to moderate dementia. The patient had completed their 12 ptnm therapy sessions and 2 maintenance sessions, with the last one being on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.